Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that on (B)(6) 2015, a 2.5 x 18 mm drug eluting coronary device was opened and removed from the packaging; however, it was noted that the tubing of the delivery catheter appeared detached by the balloon. The device remained in 1 piece and was not used. A second drug eluting coronary device was used without issue. There was no patient involvement and no clinically significant delay in procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation/detachment was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for proximal seal break/separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.